Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment. Customer was kayaking and flipped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error and crest download unsuccessful due to moisture damage on electronics assembly on electrical board. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. However, insulin pump tested with reference test electronics pcba2 was able to boot up properly with no critical pump error alarm noted. Insulin pump received with fading serial number label and missing the insulin pump p-cap / test reservoir locks in place properly.